Manufacturer narrative:
Additional information - the report analysis from engineering was received august 5, 2016. This is one of three products involved with the reported malfunction and the associated manufacturer report numbers 9616099-2016-00492 , 9616099-2016-00491 , 9616099-2016-00490. Complaint conclusion as reported, the difficulty encountered with the diagnostic cardiology catheters 100 cm. F4 inf jr 5, 100 cm. F4 inf jl 3.5, and the 100 cm. F4 inf jl 4 products was a cracked hub and leakage from the crack. The products were opened in a sterile field, not used in patients, and there was no reported patient injury. The products were used on different days by different physicians in different procedure rooms around the beginning of (B)(6) 2016. The procedures and procedure dates are unknown. The products opened in the procedure setting were discarded, but the remaining products from the same lot will be returned for analysis. The items are stored in the procedure clean rooms and hang from the tag provided on the product. The cracks in the catheters were noticed during preparation when the physician was ready to flush the catheter. When the technician retrieved another catheter for the procedure from the same lot number, those catheters were cracked as well. The procedures were finished successfully with catheters from lot numbers other than the cracked catheters. Five sterile units of cath f4 inf jl 3.5 100cm were received in their original sealed inner pouch in a folded condition. Per visual analysis, no anomalies/damages were found on the received catheters. Also the hub of the received units was thoroughly inspected and no cracks were found. Functional analysis was performed to each received unit. A lab sample syringe filled with water was attached to the hub of the received units, the distal section was clamped and pressure was applied into the dx catheters and no leakage was observed. Dimensional analysis was not performed since no leakage was found during the functional analysis. Review of lot 17445488 revealed no anomalies during the manufacturing and inspection processes. The complaint reported by the customer as ¿luer hub - cracked-prior to use¿ was not confirmed since no cracks were found on the hubs of the received units. The complaint reported by the customer ¿luer hub - leakage¿ was not confirmed since no leakage was found during functional testing and the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event reported. The exact cause of the events reported by the customer could not be conclusively determined during the analysis. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event reported. According to the product instruction for use, users are cautioned to not use open or damaged packages as was done in this case. Neither the DHR review nor the product analysis suggests that this issue is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This is one of three products involved with the reported malfunction and the associated manufacturer report numbers are, 9616099-2016-00492 , 9616099-2016-00491 and 9616099-2016-00490. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the difficulty encountered with the diagnostic cardiology catheters 100 cm. F4 inf jr 5, 100 cm. F4 inf jl 3.5, and the 100 cm. F4 inf jl 4 products was flushing at the hub/tip and cracked hub. The products were opened in a sterile field, not used in patients and there was no reported patient injury. The products were used on different days by different physicians in different procedure rooms around the beginning of (B)(6) 2016. The procedures and procedure dates are unknown. The products opened in the procedure setting were discarded, but the remaining products from the same lot will be returned for analysis. The items are stored in the procedure clean rooms and hang from the tag provided on the product. The cracks in the catheters were noticed during preparation when the physician was ready to flush the catheter. When the technician retrieved another catheter for the procedure from the same lot number, those catheters were cracked as well. The procedures were finished successfully with catheters from lot numbers other than the cracked catheters.